Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). Address line 1 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review identified there was an indication that the complaint may be related to a service of the device within the review period. Review of the event history log found, "medium alarm displayed: loss of power occurred while running," right after, "ncm rechargeable battery state depleted," report, which suggests the event was caused by a depleted battery and that the pump functions normally. Functional testing was not able to duplicate the reported issue. The most probable cause of the event is a depleted battery pack. Preventative service was performed.

Event description:
It was reported that the device is alarming and a loss of power occurred while running. The event occurred prior use with the patient and there was no patient harm reported.